Event description:
Complainant alleged that during biomed testing, the defibrillator paddle's discharge button broke from apex paddle. Complainant indicated that there was no pt involvement in the reported malfunction.